Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Charger board 1, charger board 2, and charger cables and batteries were ordered. It was determined that charger board 1 was the issue. The reported error 25 indicates a battery failure in battery powered generators. A malfunction with charger board 1 caused insufficient power to be available to acquire images. The part was repaired and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire 2d and 3d images. It was reported that when the user attempted to acquire a 2d image, a faint 'beep' was heard but no images were taken. The same behavior occurred when attempting to acquire a 3d spin. Error 25 was noted to be present in the system error logs. The use of the imaging system was discontinued because of this issue and the procedure was completed successfully with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect battery charger 2 was unable to confirm the reported problem. Performed bench testing and verified all outputs were within the inspection parameters. Visual inspection confirmed all led's were functional. Board is passes visual inspection. Installed charger board in test imaging system and the system readied and functioned as expected. 2d and 3d imaging were successful. No problem found. Investigation of returned suspect battery charger 1 confirmed the reported problem. Board arrived with damaged trace to j3 connector and two components on the b and g channels are broken. Fixture and system testing were not performed due to condition of pcba. Damaged pcba. The reported issue was confirmed to be caused by an electrical issue.